Manufacturer narrative:
As received, a complete lead was returned in one piece without the stylet. X-ray examination was performed and there was no indication of fractures on any of the conduction paths. Electrical testing was performed and there were no anomalies noted. A stylet insertion test was performed which found that the stylet could not be fully inserted due to clogged dried blood inside the inner coil at the proximal region. The reported event of the stylet being unable to be removed from the lead was confirmed and the cause was isolated to clogged dried blood inside the inner coil.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant, the stylet could not be removed from the right atrial (ra) lead. A new lead was used to complete the procedure and the patient was stable with no consequences.